Event description:
It was reported that t:slim x2 pump battery did not charge reliably, as charging connection was unstable and required caller to hold cable in place or position pump carefully, although no low power alerts, shutdown alarms, or visible damage to charging port were noted and trying different cables, wall adapters, and outlets did not resolve issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using a prepaid label, and was informed that a replacement pump would be shipped and would require reprogramming of pump settings and reconnecting continuous glucose monitor, which customer understood and acknowledged.